Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.25mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. The device was unable to inflate due to the solidified blood and contrast, so the device was soaked for three days in warm water. The device was hooked up to the inflation device again and when positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall .75mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.25mm x 15mm emerge¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.